Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced an ongoing pain at the implant site. Subsequently, the device has been explanted on (B)(6) 2026 under general anaesthesia. It is unknown if there are plans to re-implant the patient as of the date of this report.